Event description:
Customer's son reported that on (B)(6), 2010 customer noted the test did not start after a sample was applied to a test strip inserted into her freestyle lite blood glucose meter. He further reported the customer noticed an unknown "error" message on the display. It was further reported the customer was experiencing vomiting, but was unable to test due to the error message. Customer subsequently experienced a loss of consciousness. Customer self-presented to her healthcare provider, was diagnosed with severe hypoglycemia and was treated with an intravenous infusion of unknown type. Customer additionally self-treated by taking her usual diabetes medication, metformin, in addition to eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues or errors were observed. All test results were within range specification. This is a final report.